Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). Database analysis showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The ipg was working as expected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware of the event.